Event description:
A journal article was obtained on 02-Jul-2026 that reported a prospective cohort study from Denmark. The purpose of the study was to evaluate the learning curve and the clinical and radiological outcomes during the early implementation of medial unicompartmental knee arthroplasty (mUKA). The study reviewed the first 200 mUKA procedures performed by two surgeons with the first 100 cases performed between 2016 and 2019. All cases involved the use of uncemented, mobile bear¬ing implants, along with microplasty instrumentation. The study population had a mean age of 64.8 years at time of surgery; (89 males, 44.5%). Follow-up was conducted at 3, 12, and 24 months postoperatively with a mean length of follow-up for 5.8 years (range, 0.15-7.75 years). The article reported that two patients underwent arthroscopic debridement due to impingement.Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4).B3 - Event date is the publication date of the article.D4 - Primary Device Identification (UDI) Number is not applicable as the Lot number of the device is unknown.D10:Unknown Femoral component, Lot Unknown.Unknown Oxford tibial component, Lot Unknown.G2: Foreign - Event occurred in Denmark.G2: Literature - Gottholt Hansen, A., Ifigenia Bunyoz, K., Henkel, C. et al. Starting up a cementless Oxford medial unicompartmental knee arthroplasty practice: a prospective cohort study of 200 knees. Arch Orthop Trauma Surg 146, 86 (2026). https://doi.org/10.1007/s00402-026-06229-z.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.